Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during initial drain was not confirmed due to a lack of sample. Per the complaint information the cause of the se 2240 is due to air being sucked into the disposable caused by the patient was not connected when therapy initiated. The cause of the reported problem was determined to be use error. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240 which occurred during the initial drain. The home patient (hp) stated that he was setting up the machine. The technical services representative (tsr) asked the hp if he was connected and the hp stated no. The hp stated that it was in the initial drain but he was not connected. The tsr explained the proper way to connect to start therapy. The tsr instructed the hp to discard the supplies and start again with new supplies. No patient injury or medical intervention was reported.